Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis, treatment and action taken with pd therapy were not reported. It was reported that the patient was not hospitalized for the event. At the time of this report, the patient was recovering from the event. The reporter declined to provide additional information.

Manufacturer narrative:
The event was reported to have occurred on an unreported date "last week". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.